Event description:
It was reported that the patient experienced neurological deficit that occurred several hours after the implant procedure. It was determined that the patient developed an epidural hematoma that caused the neurological deficits. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well post operatively. The explanted scs system was disposed.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(4), batch: (B)(4).